Event description:
It was reported: the pt had a knee replacement with a sulzer n0n-porous product in 2001. 1-2 months later, pt subsequently developed symptoms and has been diagnosed with a demyelinating peripheral neuropathy. Pt is convinced the condition is due to the knee replacement because the porous knee replacements were withdrawn from the market. Initial reporter did not provide catalog no., lot no., implant date, explant date, etc. This data has been requested from the initial reporter.